Manufacturer narrative:
The product was not received by the manufacturer. Missing lot information has also been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports that 1.5 years after the dental implant was placed in type ii bone, the implant had lost osseointegration. Primary stability and osseointegration were good. Clinician reports bone resorption. The manufacturer did not receive the product because it was lost in transit. There were no reported complications.

Manufacturer narrative:
Missing lot information has also been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports that 1.5 years after the dental implant was placed in type ii bone, the implant had lost osseointegration. Primary stability and osseointegration were good. Clinician reports bone resorption. The manufacturer did not receive the product because it was lost in transit. There were no reported complications. (B)(4).